Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received that the patient underwent lead revision surgery on (B)(6) 2014. Attempts were made for the explanted lead but the lead has not been received to date. Attempts for additional relevant information were unsuccessful.

Event description:
Additional information was received that the explanted lead was discarded and will not be returned to the manufacturer. Therefore, product analysis could not be performed.

Event description:
It was reported that device diagnostics resulted in high impedance. The patient was referred for surgery. The patient had recently undergone generator replacement surgery on (B)(6) 2014. No known surgical interventions have been performed to date. Attempts to obtain additional relevant information have been unsuccessful to date.